Event description:
It was reported that this device had a battery depletion error. The pulse generator battery had approximately 14% battery remaining after has less than six years of implant time. Also, the shock impedance was 113 ohms, which is high but within normal limits. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error. The pulse generator battery had approximately 14% battery remaining after has less than six years of implant time. Also, the shock impedance was 113 ohms, which is high but within normal limits. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.